Event description:
Additional information received reported symptoms related to the infection included fever and drainage. It was reported the location of the infection was the lead track. It was noted a deep tissue culture was obtained to determine the infection type. It was noted that along with the explant the patient was treated with IV antibiotics and the infection was ongoing.

Manufacturer narrative:
No device analysis was performed; the device met risk based criteria. Supplemental submitted for additional information as well as addition of patient codes. (B)(4).

Event description:
It was reported the patient¿s had the device removed due to infection. The implantable neurostimulator (ins), extensions (2), and lead were explanted on (B)(6) 2014, and it was noted there was no alleged product issue. No patient symptoms or complications were associated with the event. The patient¿s status was noted to be alive-no injury. Additional information received reported the patient had a staphylococcus aureus infection. No death or patient injury was reported. The device was removed and was not replaced. The patient reportedly recovered without sequela.

Manufacturer narrative:
Concomitant medical products: product ID 3708140, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: extension; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: extension; product ID 39286-30, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: lead; product ID 97740, serial# (B)(4), product type: programmer, patient. Analysis results were not available as of the date of this report. A follow up report will be submitted when analysis is complete. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.